Event description:
It was reported that the patient experienced fatigue. The patient's atrial lead was noted to have been dislodged and pulled up into the superior vena cava. The lead exhibited loss of capture and sensing. The physician repositioned the lead successfully on (B)(6) 2021. The patient tolerated the procedure well and was discharged from the hospital.